Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 585mg/dl. Troubleshooting was performed. The bolus history was correct and insulin exited. The programming, time, and date were correct. The daily totals matched with the insulin delivery. It was reported that the customer fell sick in the way to work and returned home. The customer started vomiting and had abdominal pain. The emergency doctor was called and the customer was taken to the hospital. It was stated that the customer was treated with an insulin pen. It was stated that the customer treated the blood glucose based on the sensor glucose reading. No further information was provided.